Manufacturer narrative:
The fse (field service engineer) onsite checked and confirmed ECG cable is broken. Fse suggested user to replace another ECG cable. Device function checked normal, system returned to normal. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that device has broken ECG cable. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.